Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's right ventricular lead presented with multiple episodes of high ventricular rate and noise reversion due to noise that caused loss of capture and inhibition. Programming changes were made. Fluctuating impedance occurred and there was also lead damage noted on the x-ray. The lead was capped and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.